Event description:
Epidural catheter inserted in or by dr. Anesthesiologist w/out incident. When rn attempted to discontinue catheter in '08, found catheter sheath stretched and out of the pt, however cath still taped to the back and tape intact. When pulled out there was noted that the wire had pulled away from the sheath and the blue tip was not present. Primary physician and anesthesiologist informed. Pt evaluated and no neurological deficits to be found. X-rays done, and no catheter found to be present. No further action needed.